Manufacturer narrative:
Device evaluation by manufacturer: the aia-2000 instrument, serial (B)(4), was installed at the account on (B)(6) 2017. A complaint history review and service history review for similar complaints was performed from (B)(6) 2017 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. A review of the device history record (DHR) was conducted for serial number serial (B)(4) , which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The progesterone st aia-pack prog assay specifications states the following: calibration: calibration stability is monitored by quality control performance and is dependent on proper reagent handling and aia system maintenance according to the manufacturer's instructions. Recalibration may be necessary more frequently if controls are out of the established range for this assay or if certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, or detector lamp adjustment or change). For further information regarding instrument operation, consult the aia system operator's manual. Evaluation of results: quality control- in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the strictest regulatory agency under which the laboratory operates. The most probable cause of the reported issue was due to the aia-2000 instrument needing re-calibration.

Event description:
On (B)(6) 2018, a customer reported out of range low bio-rad progesterone iii (prog iii) quality controls (qc) on the aia-2000 instrument. The customer reported that after running a new lot of prog iii test cups and performing calibration on the aia-2000 instrument qc are low. The technical support specialist (tss) sent replacement prog iii test cups, which resulted in delay in reporting of patient results for prog iii. On 30-mar-2018, the customer reported obtaining the new lot of prog iii test cups and performing calibration, but two levels of qc were out of range low. The customer was advised to run some patient samples to ensure that prog iii was being measured. The tss verified with the customer that assay range in the test file was set correctly. The tss confirmed that the customer had run the previous lot of qc with the new calibration, which was causing the low qc results. The customer was advised to calibrate with a new lot of test cups and qc recovered within acceptable range. The aia-2000 instrument was performing within manufacturer's specifications; no further action was required.